Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm twice and went into standby mode several times. The customer reported that the longest time that the iabp was in standby mode was for 3 minutes. The patient was switched to another iabp and therapy was continued, no patient injury was reported.

Manufacturer narrative:
The device was evaluated and the complaint has not been confirmed. We will continue to monitor the databased for trends and similar reports. (B)(4).